Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had been attending follow-ups every three months. There has been variations in the remaining estimated battery. Seven months ago, the estimated remaining battery was 1.5 years. Three months ago, the estimated remaining longevity was 2 years. Now, the estimated remaining longevity was half a year. It was indicated the variation was likely due to an increase in threshold measurements on the competitor right ventricular (rv) lead. Boston scientific technical services (ts) and engineering reviewed the available information and concluded that the decrease in longevity was a result of the device switching to a high current bin for longevity remaining calculations due to high threshold measurements. It was confirmed the device appeared to be depleting normally. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted and returned. No additional adverse patient effects were reported.